Manufacturer narrative:
Additional procode: hrx. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a shoulder arthroscopy, the surgeon complained that the two vapr cool pulse 90 electrodes did not suck out. The suction line was hooked to wall suction. The procedure was finished successfully with a like product with no patient harm or surgical delay reported. This report is for a vapr coolpulse90 electrode. This is report 1 of 2 for (B)(4).